Event description:
Info received indicates, the brake is not holding.

Manufacturer narrative:
The tech found the brake cams missing inside the brake block which made the bed appear to be in brake when it was not. The tech replaced the brake cams to repair the bed.